Event description:
It was reported that the stent foreshortened after being deployed in the sfa. The stent was then elongated by the physician. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.